Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180 and serial # (B)(6). Problem statement: customer reported complaint on the instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date ranges from 17jun2020 to date 17jun2021. Complaint trend: the only complaint related to the issue of erroneous results is this one; date ranges from 17jun2020 to date 17jun2021. Manufacturing device history record (DHR) review: DHR part # 659180 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the observed erroneous results was due to misaligned optics. The customer submitted a complaint regarding populations in their percp graphs appearing more negative than expected. The fse (field service engineer) confirmed the issue by reviewing reports and user data then optimized the optical system using cabs (cytometer alignment beads). After the adjustments, the fse verified that the instrument was working as expected and was returning expected values before delivering the instrument to applications for compensation and complementary tests. No parts were requested for evaluation as there were no replaced parts in this repair. Although the unexpected results can lead to a misdiagnosis or harmful treatment to a patient, the customer confirmed that the results gathered during this incident were not used in a patient¿s treatment. The issue was recognized quickly after the samples were run so no patient was harmed due to the incident and there was no delay in their treatment. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2020. Defective part number: n/a. Work order notes: subject / reported: pecrp population very negative. Problem description: pecrp population very negative, out of position at the request of applications. Work performed: review of reports and user data. Optical system access, optical system optimization using cabs. Verification of values, all within range. Characterization process, values within expectations. Operating instrument, delivered to applications for compensation and complementary tests. Cause: optical alignment check. Solution: optical alignment. Bd facslyric ¿ service manual rev 6. Operating instrument. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Tfs: 89283. ID: libivd-ra-354 3.1.81. Reg status: ivd; ruo. Hazard: wrong results-analysis errors. Cause: statistics for gated population are incorrect. Harmful effects: wrong interpretation of data. Potential incorrect or delayed results. Risk control: testing of bd ivd assay algorithm accuracy. User instructions recommending use of process controls. Req link (tfs ID): 90430 fs11-ars-26 tritest cd3/4/45 absolute counts -accuracy. 90431 fs11-ars-66 tritest cd3/4/45 percentages -accuracy. 90434 fs11-ars-28 tritest cd4/8/3 absolute counts -accuracy. 90437 fs11-ars-30 multitest cd3/8/45/4 absolute counts -accuracy. 90438 fs11-ars-31 multitest cd3/8/45/4 percentages ¿accuracy. 90441 fs11-ars-69 multitest cd3/16+56/45/19 -absolute counts ¿accuracy. 90442 fs11-ars-138 multitest cd3/16+56/45/19 -percentages ¿accuracy. 90446 fs11-ars-101 multitest imk absolute counts ¿accuracy. 90447 fs11-ars-103 multitest imk percentages ¿accuracy. 90473 fs11-ars-209 6c tbnk percentages accuracy. 90474 fs11-ars-208 6c tbnk absolute counts accuracy. Implementation verification: tritest gating algo ver protocol. Multitest gating also ver protocol. 6-color tbnk algorithm verification protocol. Hiv assays algo regression verification protocol. Libivd-se-15-51ir. Effectiveness verification: libivd-15-04f. Tritest gating algo ver report. Multitest gating also ver report. 6-color tbnk algorithm verification report. Hiv assays algo regression verification report. Libivd-se-15-51ir. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Tfs: 89321. ID: libivd-ra-395 3.1.119. Reg status: ivd; ruo. Hazard: loss sample and time. Cause: laser out of alignment. Laser beam drifted from the sample stream. User noticed peaks widen. Harmful effects: incorrect result. Risk control: daily pqc will detect the laser out of alignment. Facsuite clinical software or the facsuite software shall allow the user to perform laser alignment, when %rcv acceptance criteria are not met. Req link (tfs ID): 92215 fs11-did-7127 auto-laser alignment. 92216 fs11-did-7131 auto-laser alignment. Implementation verification: libivd-15-04p. Effectiveness verification: libivd-15-04f. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Root cause: based on the investigation results the root cause of the erroneous results was due to misaligned optics. Conclusion: based on the investigation results, the root cause of the erroneous results was due to misaligned optics. The fse confirmed the issue by reviewing the customer¿s reports and user data and optimized the optical alignment using cabs. After the repair, the fse verified that the instrument was working within expectations and delivered it to applications for compensation and complementary tests. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is moderate, s3, and there was no impact to patient health or safety.

Event description:
It was reported that while testing patient samples with bd facslyric¿ the pecrp population was out of position. There was no reported patient impact. The following information was provided by the initial reporter, translated from spanish to english: pecrp population very negative, out of position. 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Patient samples. 2. Was there any delay of treatment due to the issue? (Go to question #3) no. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no. 4. Was there any physical harm/injury to the patient due to the issue? No(if yes, go to question #5. If no, no further questions required). 5. Provide details - how and to what extent? (Go to question #6) no. 6. What is the current medical status? (No further questions required.) No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing patient samples with bd facslyric¿ the pecrp population was out of position. There was no reported patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: pecrp population very negative, out of position. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Patient samples. Was there any delay of treatment due to the issue? (Go to question #3) no. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4)no. Was there any physical harm/injury to the patient due to the issue? No. (If yes, go to question #5. If no, no further questions required). Provide details: how and to what extent? (Go to question #6) no. What is the current medical status? (No further questions required.) No.